Event description:
Cvi (coopervision, inc) received a letter from a law office, addressed to (B)(4), reporting an adverse event that did not identify the product. (B)(4), the patient inserted a lens and within an hour the left eye became painful and bloodshot. She removed the lens and noted the lens had split in half. She then when to her general practitioner who referred her to an infirmary and then a hospital for treatment. The initial diagnosis was a corneal abrasion of her left eye. It is reported her vision began to deteriorate resulting in vision loss of the left eye. A corneal scrape was done on (B)(6) 2011 and was noted as having worsening corneal infiltrate and a hypopyon as well as epithelial defect. A left corneal biopsy was performed on (B)(6) 2011, left keratitis and left uveitis was diagnosed. Subsequent secondary cataract of the left eye as a result of the scarring is noted. Attempts to contact the law office to identify the product were made with no reply to date. The product cannot be confirmed to be coopervision, inc.

Event description:
Product information became available. This is being filed as additional information.

Manufacturer narrative:
(B)(4): not returned to manufacturer.

Manufacturer narrative:
No product was identified that could confirm or deny that this was a coopervision, inc. Product. This is being filed as unconfirmed serious adverse event.